Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report to review which layer of tissue the suture was used? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported by the patient that she underwent a stump reconstruction procedure on (B)(6) 2018 and suture was used. It was reported that the patient experienced signs of (B)(6) within three days after discharge. Eleven days post procedure, an additional procedure was performed where the wound was drained, debridement and a drain was placed which was secured with "cloth like" sutures which caused no issues. The cause of the (B)(6) is unknown. The patient experienced six stitch abscesses, sutures not dissolving and poking through or erupting the incision. The patient experienced multiple infections and was treated with multiple antibiotics with no resolution. The patient experienced rash. The sutures were removed on (B)(6) 2018 and the incision was re-closed with staples. Additional information has been requested.